Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string was twisted around the tampon. The string was attached to the opposite end and inaccessible to aid in the removal of the tampon. She was able to manually remove the tampon. She called her gynecologist and was diagnosed with a bacterial infection and had odor. She was prescribed medication but symptoms did not fully resolve.